Manufacturer narrative:
Gyrus acmi is unable to verify the complaint at our facility. The device has been sent back to the vendor, accellent endoscopy, for evaluation. As a result, a determination cannot be made at this time. When further info becomes available from the vendor, gyrus acmi will update the agency accordingly.

Event description:
During a surgical procedure performed at (B)(6), the pin on the flexible rat-tooth grasping forceps detached on the distal end of the device by the jaws. The jaws opened and the device was unable to be pulled out of the scope. It was necessary for the surgeon to cut the grasper to remove it from the scope. The pin was recovered from the pt, but was lost during the operating room clean up. There was no pt harm.